Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on december 05, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a build-up of fluid at implant site and subsequently, underwent a procedure to drain fluid.

Manufacturer narrative:
Correction: it was reported that the patient did not undergo a procedure to drain the reported fluid build up. This report is submitted january 18, 2017.